Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were received and reviewed. The device lot history record reviewed, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following manta deployment, bleeding was visible outside the puncture site. A postdeployment angiogram revealed flow obstruction with perforation of the vessel. Balloon inflations were applied, and a covered stent was deployed. The flow was restored and the patient received 1 unit of blood. Angiogram review shows the puncture site is positioned distal to the bifurcation. The IFU warns: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The combination of moderate posterior plaque present and exerted forces applied during initial sheath placement are likely the cause of the perforations noted. Bleeding at the access site is indicative of a possible tract deployment, failing to close the puncture. The root cause of the flow obstruction is likely the manta toggle caught on a dissection/perforation resulting in the implant being ineffective in achieving hemostasis. The toggle caught the dissection/perforation and inhibiting the toggle from laying flush against the artery. This would result in the manta implant being unable to create an optimal seal. Additionally, the IFU confirms to list: precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The safety and effectiveness of the manta device have not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site presheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: perforation of iliofemoral arteries, causing bleeding/hemorrhage. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, oozing from the puncture site, and vessel laceration or trauma.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a tavr procedure a 18 fr manta was deployed in rt cfa by physician. Post angio showed flow obstruction within vessel with perforation of vessel. Pt received 1 unit packed rbcs. 3 balloon inflations at perf site in rt cfa then a covered stent placed. Pt had good outcome. Vitals were stable and within normal limits. Hgb was 9.0 before case.